Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 8042b, ipg, implanted: (B)(6) 2009. Product ID: 4194-88, lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high pacing thresholds and low pacing impedance. An inner insulation issue was suspected. Initially a lead replacement was attempted; however, the patient's vein was occluded so the lead was programmed for unipolar pacing. The lead was subsequently capped and replaced at a later procedure. No patient complications have been reported as a result of this event.